Manufacturer narrative:
Additional narrative: additional device product codes: kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a spinal fusion in the thoracolumbar (l3 left) to treat burst fracture, the surgeon was not able to tighten the inner collection key to the screw. As the screw's threads got stripped, a replacement was used to complete the rest of the procedure with forty-five (45) minute surgical delay. The procedure was successfully completed. No further information is available. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown), 5.5 exp verse can scr 7.0x50 (part # 199725750s, lot # unknown, quantity 1) this report is for one (1) 5.5 exp verse di set scr this is report 2 of 2 for complaint (B)(4).